Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 05-may-2024 to 08-may-2024. The event occurred after three hours of insertion. The infusion set was in use for 3 days. The infusion set was inserted in abdomen. Blood glucose levels during the event was 565 mg/dl. Patient took correction via multi daily injection to address high blood glucose. Patient was admitted to hospital due to high blood glucose level and was treated with intravenous saline and insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.